Event description:
It was reported that the patient had a loss of stimulation and therapeutic effect. It was noted that the lead and implantable neurostimulator (ins) were explanted because the patient was not receiving pain relief. It was noted that the insulation was separating from the lead. It was noted that the patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3777, lot# unknown, explanted: (B)(6) 2013. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the ins battery had reduced capacity due to overdischarge. Analysis of the lead, (B)(4), found no significant anomaly. It was noted that the lead body was cut through and the product was segmented. Analysis of the lead, model 3777, found no significant anomaly. It was noted that the lead body was cut through and the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.